Manufacturer narrative:
Additional information: the complaint is unrefuted for one (1) of one (1) mobi-c implant (pn unknown) for the patient harm (cervical radiculopathy). Potential cause: root cause was unable to be determined. This event could possibly be attributed to device not compatible with patient. Complaint history: part number and lot number are unknown, so a complaint history search was unable to be performed. DHR review and related actions: lot number is unknown, so a DHR review and product hold/ recall search could not be performed. No actions required. This event is not related to any current actions. Device use and compatibility: this device is used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable.

Event description:
It was reported during a 2020 mobi-c survey the following questions and responses were provided by the surgeon. If any of four given indicators of potential adverse events had been observed between a specific period of time and the respondent chose, device removal. Patient diagnosis- pre-implantation, described by surgeon as, cervical radiculopathy. Event type, surgeon chose other, specify and wrote, recurrent sx.. Asked to indicate the type of surgery performed, surgeon chose, removal - all of the original system configuration is removed with or without replacement. Patient following the event described by surgeon as, improved. In response to question, was the event related to the device?, surgeon selected probably not device-related: there is no reasonable possibility that the adverse event may have been caused by the device. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported during a 2020 mobi-c survey the following questions and responses were provided by the surgeon. If any of four given indicators of potential adverse events had been observed between a specific period of time and the respondent chose, device removal. Patient diagnosis- pre-implantation, described by surgeon as, cervical radiculopathy. Event type, surgeon chose other, specify and wrote, recurrent sx. Asked to indicate the type of surgery performed, surgeon chose, removal - all of the original system configuration is removed with or without replacement. Patient following the event described by surgeon as, improved. In response to question, was the event related to the device? Surgeon selected probably not device-related: there is no reasonable possibility that the adverse event may have been caused by the device. Attempts have been made and no further information has been provided.